Event description:
The customer contacted baxter's technical service center to report an issue of a system error (se) 2240 (air in set) while on a home choice (hc) device during dwell. The baxter technical representative (tsr) advised the home patient (hp) that air had entered the setup. The tsr had the hp recycle power and the se 2367 alarmed. The tsr advised the hp to start over with new supplies or use manual supplies to complete therapy. The tsr had the hp cycle power again and press 'go to start'. The tsr advised the hp to inform the peritoneal dialysis registered nurse (pd rn). The tsr documented that the patient line got separated from the transfer set. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for system error (se) 2240 (air in set) was confirmed.the cause was undetermined.